Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3mm x 2mm amplatzer piccolo occluder was selected for implant on an (B)(6) 2024 in a patient weighing 960 grams. The dimensions of the defect were measured as minimum diameter of 1.5mm on the pulmonary artery end, maximum diameter of 3.5mm, and the length as 11mm. The patient was in sinus rhythm. Angiography was used during the procedure. A stability check was performed. The device was implanted. On (B)(6) 2024 the patient presented with upper extremity hypertension. The patient was continually monitored. On (B)(6) 2024 the patient presented with aortic coarctation. It was noted that the distal disc of the device was sitting in the aorta. On (B)(6) 2024 the patient underwent cardiac surgery to repair the aortic coarctation. A left thoracotomy was performed, and the aorta was incised proximal to the device. The distal and central discs in the aorta were removed from the patient. The proximal disc remained in the ductal "stump" with the anterior aortic wall. The aorta was closed with a non-abbott augmentation. The user believed the device migrated due to the progressive ductal closure from the pulmonary artery end to aortic end, gradually milking the device towards the aorta. The patient status was stable.

Event description:
It was reported that a 3mm x 2mm amplatzer piccolo occluder was selected for implant on an (B)(6) 2024 in a patient weighing 960 grams. The dimensions of the defect were measured as minimum diameter of 1.5mm on the pulmonary artery end, maximum diameter of 3.5mm, and the length as 11mm. The patient was in sinus rhythm. Angiography was used during the procedure. A stability check was performed. The device was implanted. On (B)(6) 2024 the patient presented with upper extremity hypertension. The patient was continually monitored. On (B)(6) 2024 the patient presented with aortic coarctation. It was noted that the distal disc of the device was sitting in the aorta. On (B)(6) 2024 the patient underwent cardiac surgery to repair the aortic coarctation. A left thoracotomy was performed, and the aorta was incised proximal to the device. The distal and central discs in the aorta were removed from the patient. The proximal disc remained in the ductal "stump" with the anterior aortic wall. The aorta was closed with a non-abbott augmentation. The user believed the device migrated due to the progressive ductal closure from the pulmonary artery end to aortic end, gradually milking the device towards the aorta. The patient status was stable.

Manufacturer narrative:
An event of migration of the device was reported. . A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause for the reported device embolization could not be conclusively determined. However, it was believed the device migrated due to the progressive ductal closure from the pulmonary artery end to aortic end, gradually milking the device towards the aorta. There is no indication of a product quality issue with regards to manufacture, design, or labeling.